Manufacturer narrative:
Patient information was not provided. Event date was not provided. Device part and lot number were not provided, so UDI and expiration date could not be determined. Hospital information was not included in the literature. As lot number is unknown, manufacture date could not be determined. Livanova manufactures the protekduo cannula. It is unknown where the reported event occurred. The involved patient reportedly suffered from severe covid-19 pneumonia, which can lead to other medical complications. There was no specific malfunction of the protekduo cannula described in the literature in relation to the reported adverse event. Livanova has made multiple attempts to gather more information from the authors of the article, however no further information has been provided at this time. If any additional information relevant to the reported event is received, it will be provided in a supplemental report.

Event description:
Through a literature review (morton, heindl - 2023), livanova became aware of an adverse event which occurred on a patient utilizing a protekduo device. The literature described a 39-year-old male patient suffering from severe covid-19 pneumonia who developed a nosocomial bloodstream infection and tricuspid valve endocarditis following prolonged vv-ECMO support. The patient was on support for 177 days. The literature indicated that the infection and endocarditis were likely a result of the prolonged placement of the intravascular vv-ECMO cannula and intracardiac protekduo device.

Manufacturer narrative:
E1. Hospital information provided: (B)(6). H10. Livanova has made multiple attempts to gather more information from the authors of the article. Three of the authors involved were eventually able to be reached (dr. (B)(6), dr. (B)(6), dr. (B)(6). Dr. (B)(6) stated that the information requested is not available, as these were historic cases. However, he did state that these episodes were likely a result of prolonged hospitalization and prolonged indwelling catheters in a high risk patient and not as a result of a specific device-related malfunction. Given the significant illness these patients faced, dr. Clarkson indicated that these cases highlight concerns for prolonged critical illness and prolonged indwelling catheters in general and not any specific malfunction of the device itself. The device was not made available for investigation at livanova. As an investigation could not be performed, an exact root cause could not be determined and no specific corrective actions were identified. However, given the critical illness of the patient and the commentary provided by the customer, the adverse event was most likely a result of the patient condition and not directly related to a device malfunction. A DHR review could not be performed, as no lot number was made available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.